Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported an unspecified number of bd plastipak¿ luer-lok¿ syringes had plastic partially blocking the end of their tips. The following information was provided by the initial reporter: "there's plastic partially blocking the end of syringe tip."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-mar-2023. Multiple samples along with two photos were provided to our quality team for investigation. Through visual inspection, the tip of one syringe is observed to be incorrectly molded, the tip noted to be damaged causing it to be obstructed. A device history review was performed for the reported lot 2204081, finding one annotation related to the reported event. During the molding process, an issue was identified with the pin that is used to help shape the syringe tip. Issues with this pin not operating properly or being broken can therefore lead to the syringe being molded with defects within the tip as observed in the sample and photos that were provided. Once the issue was identified by the mechanical team, the mold was closed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation, it was determined this incident occurred due to the broken pint that was identified during the molding process. H3 other text : see h10.

Event description:
It was reported an unspecified number of bd plastipak¿ luer-lok¿ syringes had plastic partially blocking the end of their tips. The following information was provided by the initial reporter: "there's plastic partially blocking the end of syringe tip.".